Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided for investigation, the cobas b 123 analyzer worked correctly. The bias between cobas b 123 and cobas c 501 could be due to different measurement principle and standardization. Additional information required for further investigation was requested, but not provided.

Manufacturer narrative:
The event occurred at the following facility, (B)(6).

Event description:
The customer reported that they have been getting lower ion selective electrode (ise) sodium results for an unspecified number of patient samples on their cobas b 123 analyzer when compared to results from a c501 analyzer in the laboratory. The customer states that the cobas b 123 analyzer generates values that are 8 to 10 mmol/l lower than the values from the c501 analyzer. The customer stated that the issue occurred starting in (B)(6) 2014, but the exact date the event occurred was not provided. Result examples were provided for a total of 5 patients. Of these 5 patients, three were found to have erroneous ise sodium results. The results from the cobas b 123 analyzer and c501 analyzer were each generated using a different sample collected from each patient. Both the cobas b 123 analyzer and c501 analyzer values were reported outside of the laboratory. A sample from the first patient resulted as 127 mmol/l on the cobas b 123 analyzer. Another sample from the first patient resulted as 135 mmol/l on the cobas c501 analyzer. A sample from the second patient resulted as 140 mmol/l on the cobas b 123 analyzer. Another sample from the second patient resulted as 148 mmol/l on the cobas c501 analyzer. A sample from the third patient resulted as 141 mmol/l on the cobas b 123 analyzer. Another sample from the third patient resulted as 148 mmol/l on the cobas c501 analyzer. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The lot number and expiration date of the ise sodium electrode were asked for, but not provided. The issue was stated to occur with multiple ise sodium electrode lot numbers.